Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. The contact reverted the customer to using insulin injections for insulin therapy. As the occlusion had occurred in the past and the pump supplies had been changed, tandem technical support was unable to determine a possible cause of the event.